Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the device presented a defect during a rectosigmoidectomy surgery. The teflon tip detached. No patient consequence reported.